Event description:
During 3 and a half hrs of hard labor, my son was "sunny side up" and I believe part of his head and/or face was getting caught on my pelvic bone. I believe the dr tried to turn him but that didn't work. He tried vacuum extraction several times and that didn't work either. I eventually had a c-section in order to deliver my son. My son had a cephalohematoma from the vacuum extractor. During the early morning hrs in 2005, nurse noticed my son having seizure activity. Dilantin was administered and he was taken by ambulance to a local neonatal intensive care unit. An MRI and a CT scan were taken of my son's brain showing significant damage, mainly to his left hemisphere. We were told by a neurologist that our son had a stroke either during birth or up to two weeks prior to birth and that the stroke was not caused by infection or clotting. I believe he said that more than likely it was probably something to do with my anatomy that caused the stroke and/or somehow the umbilical cord got pinched for a time causing a decrease in oxygen to my son. My son's official diagnosis is right hemiparesis. He stayed in the hosp for a week after his birth in order to get his seizures under control (phenobarbital eventually did the trick) and for his body to begin controlling its own temperature. I'm not sure if there is a possibility or not that the use of the vacuum extractor contributed and/or caused the stroke and this possibility was just not discussed with us. If there is any chance that the vacuum extractor can cause a stroke then I believe mothers and fathers need to be told this before its use during delivery so that they can opt out of its use.